Event description:
It was reported that a catheter fracture and fluid leak occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified lesion. A 2.00mm peripheral rotalink plus was selected for use. During the procedure, it was noted that the side of the catheter at 1/3 of the back behind burr was fractured and caught upon insertion after it had already been primed. A leak was also noted so the fluid never made it to the tip of the catheter. The portion of the device was outside of the body at the time of fracture. The device was removed intact from the patient and the procedure was completed with another of the same device. No patient complications were reported.